Event description:
It was reported that (2) 511s were used during a laparoscopic nissen fundoplication procedure. It was reported by the rep that the surgeon used 5 trocars in the procedure. One of the trocar began leaking pneumo about 3/4 of the way through the procedure. A new 511s was used until the end of the procedure. Another trocar broke into several pieces on the distal end. The trocar was not in field of view when it broke. A new 511s was used until the end of the procedure. There was no consequence to pt.